Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that when the rn went to flush the umbilical venous catheter (uvc) line before drawing labs air was noticed in the line. The patient's oxygen saturation then dropped to 71% and did not recover until oxygen was administered. The air was then removed from the uvc line. It is reported that the patient did not have any further adverse effects as a result of this event.